Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: the insertion date as per mr is (B)(6) 2009 the removal date as per mr is (B)(6) 2012. No. Of coils: 2 coils on right side, 2 coils on left side removal details: robotic hysterectomy with aspiration and drainage of pelvic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received. Reporter information, patients details, lot no, auto-narrative supplement added and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: the insertion date as per mr is (B)(6) 2009 the removal date as per mr is (B)(6) 2012. No. Of coils: 2 coils on right side, 2 coils on left side removal details: robotic hysterectomy with aspiration and drainage of pelvic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 654835, manufacturing date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.